Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/03/2020. A manufacturing record evaluation was performed for the finished device pmk014 batch number, and no non-conformances were identified. Additional h-3 summary: it was reported performance breakage needle. Two opened foils, two empty labeled winding formers and needle/suture broken in two pieces of product were returned for evaluation. During the visual inspection of the sample, the needle was noted broken at the swage area. Due to condition of the broken needle, additional evaluation by laboratory is necessary to determine the assignable cause.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/19/2020. Investigation summary: it was reported performance breakage needle. Two opened foils, two empty labeled winding formers and needle/suture broken in two pieces of product code j602, lot # pmk014 were returned for evaluation. During the visual inspection of the sample, the needle was noted broken at the swage area. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/12/2020.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the needle broke at the body part. There were no adverse patient consequences reported. No additional information was provided.